Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling and worn off indicator markings issues could not be determined, however, the issues were likely due to external factors and or user handling/mishandling. The event can be detected by following the instructions for use (IFU) which states: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had ¿forceps channel hole and insertion part buckling.¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿insertion part coating peeling off and insertion part display disappeared.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿forceps channel hole and insertion part buckling¿ was confirmed. The following findings were also noted during device evaluation: due to a pinhole on channel-tube, water tightness is lost, connecting tube has a buckling, adhesive on bending section has a chip, connecting tube has a wrinkle, due to wear of angle wire, bending angle in up direction does not meet specifications, due to a dent on channel-tube, forceps and channel cleaning brush cannot be inserted smoothly, light guide lens has a crack, adhesive around light guide lens is peeled, and scratches throughout the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.